Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent and analyzed by technical support. It shows a small leak and press blower is not rising to the same level as "press pat insp" with blocked output as well as the inspiration valve start-up test is failing with error code 8. According to technical support inspiration valve needs to be replaced. No root cause has been determined at this time since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed inspiration valve or device leaky. The customer confirmed that there was no patient involvement associated from the reported event.